Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported an incident of a crimped infusion set cannula causing an elevated blood glucose. Pt stated, she noticed her blood glucose was over 400 mg/dl. Pt's normal blood glucose is around 130 mg/dl. Pt reported, she changed her insulin set and took an insulin injection to bring her blood glucose down. Pt inserts the infusion sets manually. Pt stated, she noticed her elevated blood glucose about 2 hours after inserting the infusion set. Pt stated, she removed the infusion set and noticed the infusion set cannula was crimped like an accordion. Pt stated, she did not notice any leaks. Pt discarded the alleged infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.